Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 418 mg/dl at the time of incident. Customer did not feel ok to troubleshoot for high blood glucose. The customer was treated with manual bolus for high blood glucose level. Customer stated that insulin pump was not delivering insulin. The insulin pump will be returned for analysis.